Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received that reported that the pump replacement had been cancelled as the patient was now being well controlled on oral baclofen. The patient wanted to scuba dive and did not want a new pump at this time. The pump would remain in the patient at this time. No further complications were reported regarding the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving baclofen dose and concentration not reported via an implantable pump. On (B)(6) 2020 it was reported that the patient¿s pump was read on (B)(6) 2020 by the healthcare provider. A pump error message appeared on the tablet. They performed log interrogation and the pump logs showed a motor stall in late (B)(6) 2020 with no restart. The pump was no longer infusing medication. The environmental, external or patient factors that may have led or contributed to the issue was the pump stall occurred during the same time the patient received an MRI in (B)(6). The actions and interventions taken to resolve the issue was the healthcare provider scheduled a pump replacement surgery for (B)(6) 2020. The issue was not resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event. The patient status was noted as alive, no injury and no further complications were reported regarding the event.

Event description:
Additional information received from a healthcare professional (hcp) provided the patient's weight. No further complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care professional via a device manufacturer representative on (B)(6) 2020. It was reported that the hcp was going to fill the patient's pump with saline as they did not want it explanted or replaced at this time. The hcp was educated that normal saline should not remain in the pump for more than 180 days and they stated ¿I am keeping the normal saline in the pump for one year.¿ while adding the saline it was noted the reservoir was empty. It was reviewed with the hcp that a prime should be done, but the hcp refused. No further complications were reported.